Event description:
In 2008, a home patient (hp) contacted baxter technical service center regarding a system error 2367 during initial drain while using the home choice system. The home patient didn't clamp off the unused lines, thereby causing the alarm. The service representative cleared the alarms and assisted the hp to unload the cassette and solution bags. The hp was instructed to set up again with new supplies. At about 20 days later, the nurse was contacted and stated that the patient had peritonitis. The hp had cloudy effluent and was diagnosed with peritonitis about four days after the initial report. There was no exit site or tunnel infection, but the nurse suspected touch contamination from a break in hp's aseptic technique as the cause of the infection. The patient was retrained on proper aseptic technique. The hp was also given cefazolin intraperitoneal (ip) from the date of diagnosis for about five days, and is currently taking fortaz ip (date 2008). The hp was also given cipro but the dosage regimen, route and administration dates were unknown. The hp is currently recovering form this peritonitis episode.

Manufacturer narrative:
The device was discarded by the patient.